Manufacturer narrative:
The insulin pump was received with no vibration due to broken the black wire on vibrator motor. Pump was unable to prime during the prime/a33 test due to faulty force sensor resistor. Unable to perform functional testing due to prime fill anomaly. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that customer had highs and lows blood glucose. Customer declined to do troubleshooting highs and lows due to customer knows the causes of both. Customer stated the lows are due to having been on prednisone in the past and highs are caused by bent cannulas. Customer stated that her backlight was really dim and does not illuminate the screen and indicated that the insulin pump does not seem to beep/vibrate to indicate the end of a delivery. Customer stated that the insulin pump does not vibrate anymore. Customer declined to do troubleshooting and requested for insulin pump replacement. Customer was assisted in turning off the sensor since she stated that she does not wear a sensor and it was turned on by accident. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.